Event description:
This report is being filed upon notification from our mr MFR of an event that occurred. Problem: pt had a mr procedure performed on them. After the examination, the pt had a second degree burn located in the thigh area. The burn was observed with a size of 2 cm x 3 cm. Pt was oriented feet first in the bore and the anterior section of the synergy cardiac coil was turned upside down by mistake.